Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6) hospital. (B)(6) md. Operative report. Primary care doctor: dr. (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: laparoscopic repair of ventral hernia. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 5 cc. Operative findings: there was a 6 x 9 ventral defect in the anterior abdominal wall midway between the umbilicus and xiphoid. There was no incarcerated bowel or adhesions. Operative procedure: ¿the patient was brought to the operating room and laid in a supine position. General endotracheal anesthesia was established. The patient was difficult to intubate, and I had to use bronchoscopy for intubation. Then, foley catheter was placed and venous compression stockings were placed. A veress needle is placed in the left upper quadrant and abdomen is insufflated with c02 up to 15 mmhg. Then a 5-mm endopath trocar was placed. The abdomen was entered under vision with 0-degree, 5-mm camera. The abdomen was inspected. Another 5-mm trocar was placed in the anterior axillary line mid-abdomen. Using a scissors and electrocautery, the falciform ligament was detached from the edges of the defect, then the defect was measured using a spinal needle. It was measured at 6 x 9 cm. The 5-mm trocar was changed to a 10/12-mm trocar and dual-mesh measuring 14 x 15 sizes was introduced to the 12-mm trocar. Four stay sutures were placed in the mesh and introduced to the abdominal wall using a gore-tex needle. The 0 prolene was used for just tacking sutures. After that, the rest of the mesh was anchored to the anterior abdominal wall using a laparoscopic tacker. The mesh was laid in place very nicely. The c02 was desufflated and trocars were removed. The skin was closed with 4-0 monocryl and steri-strips were applied to the wounds. The patient was awakened and transferred to the recovery room in good condition.¿ (B)(6) 2004: (B)(6) hospital. (B)(6) ms iii. Post-operative note. Operative findings: 3 cm x 5 cm ventral abdominal defect ¿ covered by goretex mesh, no adhesions. (B)(6) 2004: (B)(6) hospital. Perioperative record. Mobility limitations: obesity implant sticker. Dualmesh plus antimicrobial. Lot 02767065. Item 1dlmcp04. Abdominal wall hernia . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/02767065) was implanted during the procedure. (B)(6) 2004: (B)(6) hospital. (B)(6) md (surgical resident)/ (B)(6) md. Operative report. Preoperative diagnosis: bowel obstruction from a loop of bowel behind mesh. Postoperative diagnosis: bowel adherent to mesh. Title of operation: diagnostic laparoscopy, reinforcement of mesh repair, repair of bowel perforation. Assistants: (B)(6) md and (B)(6) md. Anesthesia: general endotracheal. IV fluids: 3000 cc. Urine output: 700 cc. Estimated blood loss: less than 20 cc. Indications: ¿this is a 57-year-old woman who underwent a laparoscopic ventral herniorrhaphy on (B)(6) 2004, who presented back to the hospital yesterday with nausea and vomiting and not passing any flatus or having bowel movements for four days. She had decreased appetite due to the nausea and vomiting. She had a problem with abdominal distention. A CT scan of the abdomen was performed which was questionable for terminal ileal point of transition. Also, a repeat cat scan done this morning demonstrated what was felt to be a loop of bowel up behind the mesh. For this reason, it was felt to be most appropriate to bring the patient to the operating room and explore the patient to ensure that obstruction was not due to a loop of bowel behind the previous mesh repair.¿ operative findings: ¿bowel quite adherent to mesh around the periphery. There was no evidence of bowel up behind the mesh. The small bowel was run and appeared to be uniformly dilated. The colon was run and appeared to be uniformly dilated up to the splenic flexure. The descending colon was not able to be evaluated due to the dilated bowel, and therefore an on-table colonoscopy was performed to approximately the mid transverse colon at the termination of the procedure by dr. (B)(6), and he did not identify any abnormalities from the mid transverse colon distally.¿ operative technique: ¿the patient was brought to the operating room and placed in the supine position on the operating table. General endotracheal anesthesia was established. The patient was prepped and draped in the usual sterile fashion. The abdomen was very protuberant. A blunt trocar was used to enter the abdomen through the previous trocar site and the abdomen insufflated to 15 mmhg. The 10-mm blunt trocar was placed through the previous site. Two subsequent trocars were placed, one in the left upper quadrant and one in the right upper quadrant which were 5-mm versasteps. There was noted to be a loop of bowel adherent to the lateral aspect of the dual mesh where the very edge of the mesh had curled over and the adherent side was exposed to the bowel. Along the midline near the falciform there was mesh adherent to the area where the falciform was partially divided and also a loop of bowel adherent to the slightly curled over edge of the dual mesh along the medial aspect. These came down without much difficulty. There did not appear to be a transition point at these sites. The bowel was run along from the cecum to approximately the splenic flexure along the colon. No abnormalities were seen, and this was dilated up to the splenic flexure. Due to the patient's habitus and the distention of the bowel, the descending and sigmoid colon were not able to be visualized laparoscopically. The small bowel was run from the ligament of treitz back and it was all uniformly dilated. A focal perforation was noted in the small bowel during this running with some spillage immediately when it occurred. This was taken in two figure-of-eight stitches to close the approximately 4- or 5-mm hole. After repairing this, there was no leakage from this site. It was decided that since the majority of the small bowel had been run and it was uniformly dilated that there was no evidence of obstruction above this level, and therefore it would not be run proximally. Since the small bowel and the ascending and transverse colon were dilated, it was felt that the descending colon may be the area of blockage and therefore at the termination of the case, an on-table colonoscopy was performed by dr. (B)(6). The 10-mm port site was closed with an endoclose with a 0 vicryl stitch. Closing this and tying it closed the defect. The subsequent ports were removed and the abdomen was desufflated. The skin at all the port sites was closed with subcuticular biosyn in a running fashion. Sterile steri-strips and dressings were placed. Dr. (B)(6) then proceeded with the colonoscopy at this point. He reached up to approximately the mid transverse colon and stated that he could not see any evidence of obstruction or abnormality up to approximately the mid transverse colon. The patient was taken to the recovery room in stable condition and maintained intubated for concern of aspiration at the beginning of the case when suctioning what appeared to be some gastric contents from the endotracheal tube after intubation. Dr. (B)(6) was present for the entire procedure.¿ (B)(6) 2004: (B)(6) hospital. (B)(6) md (surgical resident)/ (B)(6) md. Operative report. Preoperative diagnosis: continuing lactic acidosis despite aggressive resuscitation and concern for unidentified injury. Postoperative diagnosis: leakage from previous enterotomy repair. Title of operation: re-repair of small bowel enterotomy, removal of dual mesh, and placement of a vac-pak. First assistant: (B)(6) md. Second assistant: (B)(6) md. Anesthesia: general endotracheal anesthesia. IV fluids: 5000 cc. Urine output: 200 cc. Estimated blood loss: 100 cc. Indications for operation: ¿the patient is a 57-year-old woman who presented for a laparoscopic ventral herniorrhaphy approximately five days ago. Subsequent to that, she returned to the hospital and was felt to have small bowel above the mesh and was reexplored laparoscopically without any evidence of obstruction being found. Overnight after the operation, she continued to have continued lactic acidosis despite aggressive fluid management. She also developed abdominal compartment syndrome with peak airway pressures in the 35 to 37 range, abdominal compartment pressures between 32 and 36, and low urine output for a number of hours despite fluid management. Because of the continued lactic acidosis and the abdominal compartment syndrome, she was felt to be most appropriately managed by return to the operating room for exploratory laparotomy.¿ operative findings: ¿leakage from the previous enterotomy repair and a significant amount of third-space fluid throughout the abdomen, and very distended small bowel and colon.¿ operative technique: ¿the patient was brought to the operating room and placed in the supine position on the operating room table and general endotracheal anesthesia was established. The patient was prepped and draped in the usual sterile fashion. A midline skin incision was made from below the xiphoid to near the symphysis pubis. The subcutaneous tissues were divided with electrocautery. The fascia was entered in the upper midline and the abdomen entered with blunt finger dissection. This was taken down to the dual mesh and the dual mesh was divided with heavy scissors. The remainder of the fascia was opened inferiorly with electrocautery. After opening the entire length of the incision, there was a moderate amount of fluid immediately received which appeared to be cloudy and yellowish in nature. The small bowel loops and colon were adherent to each other and blunt finger dissection easily freed up these loops from each other. The patient was gradually eviscerated as we dissected between the loops of adherent bowel. Upon identifying the previous enterotomy repair, there was noted to be leakage of succus entericus from the repair site. After freeing up the majority of loops of bowel with blunt finger dissection, the previous sutured repair of the enterotomy was removed and a nasogastric tube passed proximally and the bowel contents suctioned through the nasogastric tube which was placed in the bowel. After collapsing the proximal bowel, the distal bowel was collapsed in a similar fashion all the way up to the ileocecal valve and ascending colon. After the bowel was less distended, the nasogastric tube was removed. The edges of the enterotomy were freshened using metzenbaum scissors and a primary repair was performed transversely across the bowel. This repair was performed with interrupted full-thickness silk sutures. After creating this repair, the bowel was palpably widely patent and no leakage was able to be expressed from the bowel with pushing the fluid towards the repair site. The nasogastric tube was confirmed in appropriate position in the stomach. The abdomen was copiously irrigated with saline solution. It was decided it would be most appropriate to close the patient with a vac-pak and return in a couple of days for re-exploration and definitive mesh closure. At the termination of the procedure, after placing the vac-pak and the two jackson-pratt drains in the subcutaneous tissues, the peak airway pressures were approximately 29. The vac-pak was placed in the following fashion. A tin-tin drape was slit in placed directly on the bowel. A green towel was then placed over this. Two jackson-pratt drains were placed along either side exiting the superior aspect of the wound, and another green towel and ioban drape was placed. The jackson-pratt drains were then placed to wall suction. The patient was then placed on a roto-rest bed and taken down to the intensive care unit in stable condition. Dr. (B)(6) was present for the entire procedure as was dr. (B)(6).¿ (B)(6) 2004: (B)(6) hospital. (B)(6) md. Pathology report. (B)(4). Specimen/source: pretecta and mesh. Pre-operative diagnosis: peritonitis. Post-operative diagnosis: same. Procedure: exploratory laparotomy, repair of small bowel perforation, vac pack. Gross exam: specimen is labeled ¿pretecta and mesh¿. Received fresh are two blood-stained, pink-tan, irregularly shaped portions of mesh material, 12.5 x 3.5 x 0.3 cm and 13.9 x 8.2 x 1.0 cm. Also received are multipole coil-shaped portions of metal and blue strands of suture material. Gross only. Microscopic exam: no microscopic exam performed. Final diagnosis: surgical mesh and portions of metal and nylon suture material (exploratory laparotomy with repair of small bowel perforation). (B)(6) 2004: (B)(6) hospital. (B)(6) md (surgical resident)/ (B)(6) md. Operative report. [Name of operation not provided.] Preoperative diagnosis: open abdominal wound. Postoperative diagnosis: abdominal wound approximated by use of surgisis, two of them, and closure of the skin by staples. Assistant: dr. (B)(6). Anesthesia: general anesthesia. Intraoperative fluid in and out: 2700 cc in, lactated ringer. Out, urine output 240 cc. Jackson-pratt 20 and 20 cc serous. Complications: none. Specimens: none. Drains: two jackson-pratts which are extra-abdominal over the fascia to bulb suction. The nasotracheal tube was changed to orotracheal tube or fiberoptic bronchoscope. Operative findings: ¿once the vac dressing was removed, the sterile towel was removed, and the abdominal cavity was entered and no purulent collections or abscesses were appreciated. The fascia looked healthy and the omentum is in place.¿ operative technique: ¿the patient was transferred from the intensive care unit under intubated conditions. Once the patient had reached the operating room, she was placed supine on the operating table and was sterilely prepped with alcohol and betadine, taking care not to let the betadine seep into the open wound. Once the patient was prepped, the patient was sterilely draped and four kochers were placed on either side of the fascia, and the abdominal cavity was thoroughly irrigated with warm, normal saline. Two surgisis were taken and were soaked in normal saline for 10 minutes after carefully placing the fish below the fascia on the omentum and making sure no bail or omentum is over the fish. A malleable is placed over the fish and first a 1 maxon suture was taken and apex of the two sides of the fascia were sutured together using a figure-of-eight suture. Two figure-of-eight interrupted sutures were placed on the apex and the same is repeated at the bottom to approximate the fascia at the two ends. Once the fascia on the apex and the base were approximated, a 1 prolene was taken and the fascia and the surgisis were brought together, making sure there is not too much tension on the surgisis nor the fascia. On either side starting from the top apex using two different, 1 prolene, the surgisis is approximated to the fascia until the middle where a second surgisis is taken and was cut to size and was placed horizontally, and the same thing was done from the base to the midline, approximated the surgisis to the fascia, making sure there is not too much tension on the fascia or the surgisis. During all this procedure, it was made sure there is no ball nor omentum over the fish nor the malleable. Good hemostasis was achieved. It was a very difficult procedure. Once the two overlying surgisis were approximated in the midline, a 0 prolene was taken, and both the ends of the surgisis at the middle were sutured together so that it becomes one big surgisis. Once this is done, a lot of irrigation was used to irrigate the abdominal cavity and the subcutaneous tissue, and once it is made sure good hemostasis is achieved, a skin flap is created on either side by using the electrocautery to separate the subcutaneous tissue and the fat from the fascia. Once the two jackson-pratt drains that were already there and were secured sterilely were placed back on the fascia, and the screen is approximated using interrupted staples two at a time, and small pieces of telfa were placed in between the staples using them as wicks. The two jackson-pratts were secured with 1-0 silk and a sterile bandage was placed over the wicks, and two abds were placed over it and secured with tape. Once this is all done, the otolaryngology surgeon, dr. (B)(6), has put in an orotracheal tube and took out the nasotracheal tube, and anesthesia has also put in a new air line. The patient tolerated the procedure and the surgery very well. Throughout the procedure, she was not hypertensive. Her peak airway pressures always were between 38 and 40, and her peep was always maintained at more than 10. Once the patient was intubated through the orotracheal manner, she was transferred from the operating room to the intensive care unit to recover in, as expected, intubated condition and guarded condition. The patient tolerated the procedure very well.¿ (B)(6) 2004: (B)(6) hospital. Perioperative record. Mobility limitations: obesity. Operation: exploratory laparotomy, closure of abdominal wound with mesh. Implant sticker: x 2. Surgisis gold hernia repair graft. C-sah-[illegible]h-13 x 22. Lot lb234903. Abdomen. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: partial small bowel obstruction. Postoperative diagnosis: partial small bowel obstruction secondary to septated hernia within the large ventral hernia. Procedure: exploratory laparotomy, extensive enterolysis, reduction of hernia. Anesthesia type: general. Estimated blood loss: 25 cc. Specimens: none. Operative findings: there is a loss of abdominal domain with a large, wide-mouthed ventral hernia present. Within this hernia sac, there were septations causing a separate hernia within the larger hernia sac. The bowel contained within the inner hernia was densely adherent to itself and to the hernia sac. There were multiple intraloop adhesions present. Complications: none. Indications: ¿patient has an incarcerated recurrent vh [ventral hernia] with septae, one of which appears to be producing a sbo [small bowel obstruction]. Although better clinically, she remains with significant pain, ngt [nasogastric tube] output, and distended sb [small bowel] on axr [abdominal x-ray]. Will proceed with exploration of this hernia, but no attempts to repair the hernia will be made as she is prohibitive risk to do so.¿ procedure: ¿the patient was brought into the operating room and a time out procedure was performed. The patient was placed on the or table in the supine position. Preoperative antibiotics were administered and sequential pneumatic compression devices were applied to the bilateral lower extremities. General endotracheal anesthesia was induced. The abdomen was prepped and draped in the usual sterile fashion. A second time out procedure was performed. A lower midline laparotomy incision was created which included the lower portion of her previous midline incision as well as several centimeters of unscarred skin. The dermis was incised with bovie electrocautery. There were multiple loops of matted bowel present. There was no identifiable fascia. Thin attenuated tissue was identified along the left abdominal wall, but none was present on the right. Loss of abdominal domain was noted. The small bowel was explored and a firm, dilated loop was identified. This loop was located within a separate hernia which was within the larger ventral hernia. This inner hernia was created by septations within the larger hernia sac. These septations were taken down and the inner hernia sac was entered. The small bowel was reduced and found to be densely adherent to nearby loops of bowel via a layer of scar tissue which was 2-3mm thick. These adhesions had created small spaces were small loops or edges of bowel were able to hernia within had scarred into this configuration. The small bowel distal to this adherent mass was decompressed. Enterolysis was slowly performed from the ligament of treitz to the ileocecal valve. This was accomplished both via sharp dissection and via electrocautery. One serosal defect from extensive adhesiolysis was identified and repaired with simple interrupted 3-0 silk stitch. The small bowel was run again and found to be healthy and unobstructed. The cecum was inspected and no appendix was identified. There was loss of domain and significant dissection would be required to free her rectus sheath bilaterally. This, taken into account with the fact that her primary ventral hernia is wide-mouthed and unlikely to lead to future incarceration or strangulation, the decision was made to not attempt repair of her large ventral hernia. The scar tissue and larger hernia sac were closed with running 2-0 polysorb stitch, with care taken to obliterate any potential spaces/septations which could lead to recurrent hernia formation. The skin was closed with staples. A sterile dressing and an abdominal binder were applied. Dr. (B)(6) was present and scrubbed for the entire procedure. Final sponge, instrument, and needle counts were correct. The patient tolerated the procedure well. She was taken to the post anesthesia recovery unit extubated, awake, and in good condition.¿ (B)(6) 2015: (B)(6) hospital. Implant card. Company: genzyme. Description: seprafilm 5x6. Catalog 4301-02. Lot 14np619. Site: abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02767065 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 02767065. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel adherent to lateral aspect of slightly culred over mesh, mesh removal ((B)(6) 2004); open abdominal wound surgery ((B)(6) 2004). Additional event specific information was not provided.